Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 68-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage d shock, on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient required to be taken to the operating room (or) for a hematoma evacuation. A jackson-pratt drainage was in place. No swelling or signs of hematoma after the evacuation. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.8 l/min as intended with d5w sodium bicarbonate in the purge solution. The hematoma can be attributed to the systemic heparin being infused.